Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the information provided to company by the physician's office, the device was removed due to a "malfunction with severe pain". As reported to company, the pump/cylinder set and connector from the assembly kit component only were removed and replaced with another pump/cylinder set. The reservoir component from the original implant surgery was left in place. 1/28/97 upon receipt of the physician/surgeon's operative report, it stated, "postoperative diagnosis: peyronie's disease with corporal body scarring and penile implant malfunction with severe pain. Operation performed: exploration and removal of penile implant cylinders with replacement with another pump/cylinder set. Dilation of corporal body and molding procedure for correction of peyronie's curvature".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 8/12/96 and removed on 1/6/97 due to "peyronie's disease with corporal body scarring" and "severe pain." In the received info the physician stated that the pt had "developed more scarring in the corporal body related to his peyronie's disease, which is becoming more painful and is shortening his penile shaft length as well as causing curvature." The physician also stated that during the surgery the device was removed and tested and no "significant abnormalities or leaks (were) found." During the dilation process the physician noted that the corporal bodies were "very tortuous and scarred." Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures. However, because qa's examination of the device can neither confirm nor disprove the report of peyronie's disease, scarring or pain, qa accepts the physician's observations of such as the reason for surgical intervention.